Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi has not received the pmsc involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode has not be determined. A follow-up MDR will be submitted if the items are returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history found no additional instances of this issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated errors 281 and 307. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion. System unavailability after the start of a surgical procedure (first port incision) lead to the procedure to be converted to open surgery and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had error 281. The intuitive surgical, inc. (Isi) technical service engineer (tse) suggested to reseat all blue fiber optic cables and hard power cycle the system, but the issue continued. The tse found errors 307 and 281 in the logs, pointing to the surgeon side console (ssc). The procedure was converted to open surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 14-july-2021: the issue happened during the procedure when all ports were placed. There were no issues with system set-up or port placement, and the system was checked prior to use. All troubleshooting steps were exhausted with no resolution to the issue. There was no patient injury. Patient-related information is unknown.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. The customer reported complaint was replicated /confirmed. The pmsc was installed with a pca test system but could not be recognized for the programming. The output ports on both surgeon console leaf (scl) boards, as well as the input ports on the video input leaf (vil) boards are damaged and replaced. Due to the 281 and 307 errors, along with the inability to be recognized when installed with a pca test system, the video branch (vbr) was replaced. The system had damage on the digital video interface (dvi) output ports on scl leaf and input ports on vil leaf.

Event description:
Refer to h10/h11 for follow-up information.